Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: previously reported lead serial number as (B)(6), now corrected to (B)(6).

Manufacturer narrative:
The reported events were lead dislodgement and ¿unable to capture¿. As received, a complete lead was returned in one piece for analysis. The reported event of ¿unable to capture¿ was not confirmed. Electrical testing, visual inspection and x-ray of the lead did not find any anomalies. The s-curve hump height was measured within specification.